Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device appears to be in good conditions. No accessories were returned for analysis only the device was returned. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), it was noted that the opticross¿ imaging catheter was fractured/broken. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for use. During the percutaneous coronary intervention (pci), it was noted that the opticross imaging catheter was fractured/broken. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.